Event description:
The customer reported that he had been receiving large differences in sensor glucose and blood glucose level readings. Customer reported that he had been receiving low alerts as well. Customer reported having a blood glucose level of 467 mg/dl and a sensor glucose level of 131 mg/dl. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.